Event description:
The customer reported system is "smoking/hazing" when being operated. The customer reported that one of two employees was experiencing difficulty breathing in the room. The employee did not seek medical attention or require treatment. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other - health care worker. Oil mist. Other - capital equipment, evaluated at customer site. The fse found unit misting as reported. It appears the clamp was loose. The fse replaced the filter assembly. System meets manufacturers specifications. The fse ran a diagnostic empty chamber cycle with no haze, this unit is operating normally. Customer letter was sent to all sterrad customers to reinforce the importance of cancelling the cycle, leaving the room and discontinue use of the unit until the unit is repaired if the mist issue occurs. A user guide excerpt that added a warning was sent with the customer letter.